Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that shaft damage occurred. During preparation of a 3.50mm x 12mm quantum maverick balloon catheter, it was noted that the delivery shaft was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis hypotube separation. This event was reported in error. The complaint device was a 2.00mm x 15mm fg maverick 2 mr balloon catheter and not a 3.50mm x 12mm quantum maverick balloon catheter. There was no device returned for this complaint.

Manufacturer narrative:
B5 describe event or problem: corrected. D4 brand name, model number, lot number, catalog number, expiration date, unique identifier (UDI): corrected. D9 device avail for evaluation and returned to manufacturer date: corrected. H3 device eval by manufacturer? Device eval by MFR attach? Device returned to manufacturer?: corrected. H4 device manufacturer date: corrected. H6 evaluation method codes, evaluation result codes: corrected. H10 additional MFR narrative: corrected.

Manufacturer narrative:
The device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 31.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis confirmed that there was damage to the shaft.

Event description:
Reportable based on device analysis completed on 10mar2021. It was reported that shaft damage occurred. During preparation of a 3.50mm x 12mm quantum maverick balloon catheter, it was noted that the delivery shaft was damaged. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed hypotube separation.